Event description:
The patient was admitted to the hospital for repair of recurrent incisional hernia. During surgery, there was extensive mesh found within the abdominal cavity. The bladder was adherent to the most caudal portion of this mesh; however, this was tenting the bladder cephalad to the level of the umbilicus. The mesh had become dislodge from its presumed original position within the anterior abdominal wall. There was also evidence of an intraabdominal wall abscess.